Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels since starting on the pump two weeks prior to the call. On the day of the call, the customer had a bg level of 43 mg/dl. The customer ate dinner to address bg level and typically eats cookies to address bg level. The customer suspects that pump settings may need to be adjusted and a recommendation was made for the customer to consult with their healthcare provider regarding pump settings.

Manufacturer narrative:
.